Event description:
Customer reported one sar-cov-2 tma run, (B)(4), using assay lot 273165 on panther instrument sn (B)(4) which a discrepant sample. Accidentally, the sample was tested in duplicate and resulted positive, then was negative when retested.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas noted that the operator manually added the test orders to the entire rack instead of individual samples, leading to duplicate orders and a higher likelihood for low-target samples to have discrepant results upon retesting. Pas informed customer of their findings. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.